Event description:
It was reported that 6 months prior to the report, the patient¿s catheter was explanted due to repeated cerebrospinal fluid (csf) leaks. The pump remained at minimum rate. The doctor chose to have the patient¿s body heal and on the day of the report a new catheter was to be implanted. The pump contained only saline at the time of the report. It was later reported that csf was leaking from the patient¿s wound. There were no known catheter issues. The patient was successfully implanted with a new catheter. The pump was filled with preservative free normal saline (pfns) and the surgeon elected to have the managing neurologist refill the pump with lioresal and manage the titration. It was noted that the pump delivered lioresal at the time of the csf leaks. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).